Event description:
During troubleshooting of a check supply line alarm that appeared on the homechoice (hc) display while refilling the heater during fill 4 of 4, the home patient (hp) revealed that sometimes the bags become unscrewed and she loses some of the fluid out of the bags. The technical service representative (tsr) explained if that happened, the hp should start over with all new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint for connection issue could not be confirmed and a cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The reported issue of "leak" was not confirmed (as opposed to "connection issue"), and a cause was undetermined.